Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4). Please reference report 2032546-2023-00066 for the malpositioned stent from the second device.

Event description:
Initially, it was reported that the surgeon inadvertently implanted one (1) of two (2) stents from a trabecular microbypass stent system slightly posterior to the trabecular meshwork (tm). To complete the procedure, the surgeon managed to successfully implant one (1) stent from the back-up device, and the other stent was described as implanted "too low". The report noted that obscured intraoperative visualization (hazy cornea) and inexperience with the device contributed to the stents'' mispositioning. Through follow-up, the following additional information was received. Reportedly, postoperative visualization found "two (2) in good position and one (1) slightly posterior". However, the report did not clarify the whereabout of the second stent from the back-up device. The report reiterated that inexperience with the device and compromised intraoperative view due to a "hazy cornea" contributed to the event. Per report, there was no adverse patient impact, no intervention required, and the stent''s positioning is being monitored. The patient''s status was noted as "post-ops look good with nice iop and the event resolved". This report references the malpositioned stent from the initial device used.